Event description:
It was reported that the cartridge was leaking from the septum. Customer reloaded the cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.